Event description:
It was reported that an ilet pump became unresponsive, with the unlock slider and alert bell menu not responding, preventing initiation of a firmware update and normal operation, which is consistent with a device display or user interface malfunction affecting the main unit. Symptoms included inability to interact with the device interface to access alerts or perform updates. Outcomes included interruption of intended insulin therapy and the need for backup therapy due to uncertain device functionality. Investigation included guided troubleshooting, application update, and device restart, which temporarily powered the device but did not restore alert bell or unlock functionality. Investigation of this case revealed persistent user interface unresponsiveness despite software update and restart, indicating a hardware or embedded software failure of the display or touch interface subsystem. It was concluded that the device malfunctioned and required replacement, with instructions provided to sync data, shut down the device, and return it.